Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer was admitted to the hospitals intensive care unit with a blood glucose (bg) level over 600 mg/dl. The customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital 2 days later on (B)(6) 2023 with issue resolved and no permanent damage. The customer also reported using trusteel infusion set for longer than the recommended period of time per the tandem user guide.